Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset to address the error. In addition, it was reported that the pump time was incorrect and the cause was unknown. Customer's blood glucose level was 310 mg/dl. Reportedly, the customer corrected the time and resumed insulin therapy.